Event description:
The customer contacted beckman coulter, inc (bec) to report that the presence of blasts in a pt sample was erroneously not flagged when analyzed on their coulter gen-s system. The erroneous pt sample results were reported out of the lab. There was no impact to pt treatment associated with this event. Several samples from the pt were drawn and assayed over a period of several days on two different analyzers in the lab. The customer reported that qc (qc) samples were assayed prior to the event and all results had recovered within the lab's established ranges. A manual differential was performed which detected the presence of blasts. An amended report was generated and reported outside of the lab.

Manufacturer narrative:
Beckman coulter, inc does not claim to identify every abnormality in all samples. Beckman coulter, inc suggests using all available flagging options to optimize the sensitivity of the instrument results. There may be situations where the presence of a rare event may fail to trigger a suspect message. A field svc engineer (fse) was dispatched to the customer's site. The fse measured offset voltages for both differentials and reticulocytes; both channels were within acceptable limits. The fse checked the latron primer and control and adjusted the position of the flowcell to reduce cvs on the scatter to less than 4.0. The fse performed a sizing check on the red blood cell (rbc) and white blood cell (wbc) apertures. The fse adjusted the voltages/current to bring wbc values back to 94.3 fl. The fse ran samples obtained from a reference lab, measured the volume channel for noise, and adjusted the volume of slyse in the diff mix chamber. The fse reassayed the samples and adjusted noise levels back down to approx 100 mv ac. The fse increased the diff pressure. The fse verified the repairs per established procedures. All results met published performance specs. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR represents 5 of 6 reported by the customer.